Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product remains in service